Manufacturer narrative:
The customer reported an impaired functionality of the cardiohelp touchscreen. The customer replaced the cardiohelp device and continued the procedure without any adverse effect on the patient. A getinge field service technician was sent for investigation on 2021-04-07. He could confirm the reported failure and calibrated the touchscreen. The unit was tested and put back in use. The review of the non-conformities has been performed on 2021-04-12 for the period of 2013-02-01 to 2021-04-12. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. Log files analysis of the cardiohelp system was performed on 2021-04-14. The log files shows that the device had no malfunction. Based on the investigation results the reported failure could be confirmed, but a root cause could not be identified. However, the impaired functionality of the cardiohelp touchscreen can be linked to the following most probable root cause according to our risk analysis: lost touch calibration. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The customer reported an impaired functionality of the cardiohelp touchscreen. The customer replaced the cardiohelp device and continued the procedure without any adverse effect on the patient. (B)(4).